Manufacturer narrative:
MFR received date: 28 aug 2019. Date of report received: 29 aug 2019. The manufacturer's service technician confirmed the touchscreen issue. The technician replaced the touchscreen to address this issue. The unit was checked overall, run in tested, cleaned and functionally tested, and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 21oct2019. Report date: 22oct2019. Part was received for failure investigation. Per mtr-00009, the touchscreen measured resistance was found out of spec at pin 2 (ll-l) to pin 5 (ur-h) with a reading of 308.1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The touch screen failed. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.